Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg over 600 mg/dl). Bolus correction was delivered and at times, the infusion set was changed to address bg. Cause of elevated bg was not known. As event had occurred in the past, recommendation was made by tandem technical support to discuss the elevated bg with a healthcare provider.